Event description:
The longevity of the device was reportedly lower than the expected longevity. The subject ICD indicated a battery voltage of 2.69v. The pacing outputs were set to 2.5v/0.35ms in both cavities, and no shock were delivered. The device is planned to be replaced.

Event description:
The longevity of the device was reportedly lower than the expected longevity. The subject ICD indicated a battery voltage of 2.69v. The pacing outputs were set to 2.5v/0.35ms in both cavities, and no shock were delivered. The device is planned to be replaced. The preliminary analysis suggests that normal battery depletion occurred.